Manufacturer narrative:
(B)(4). It was reported the patient continues undergoing treatment and testing for the event. The patient was not recovered from the event (previously recovering/resolving). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by bloody effluent and abdominal pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified sponge defect. On the same day as onset, the patient was treated with oral clindamycin (daily, dose and duration not reported). On an unknown date, the patient was treated with unspecified intraperitoneal antibiotics (once every few days, dose and duration not reported) for peritonitis. Intraperitoneal antibiotics were discontinued. It was reported that the patient was treated with unspecified oral antibiotics (daily, dose and duration not reported). At the time of this report, oral antibiotic therapy was ongoing and the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.